Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during drain. The hp cycled the power to get a system error 2367 and then again to clear the alarms. The patient was connected at the time of the alarm. He had disconnected to cause the alarm, and then he had reconnected. Proper procedures were reviewed with the hp. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2012. She stated that the patient had not contacted her about the event, but that she had seen him since and everything was going well with his therapy. Bps explained the alarm and the patient's user error to the nurse. She would speak with the patient. He was continuing therapy on the homechoice, and there were no adverse effects reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.